Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial# unknown), sigpshell, sig power sigpshell control shell, (lot# unknown), sigadaptshort, sig power sigadaptshort lin short adapt, (serial# unknown), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a thoracoscopic pulmonary surgery, when the jaw opening and closing was confirmed after connecting the cartridge, the yellow tab was damaged as the nurse mistakenly carried out the operation with the yellow tab attached. The yellow tab damaged fragment was matched and confirmed. The device was damaged on the table and not in the surgical field. The cartridge was used as is. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the test media was transected. The reload interlock was tested and found to function properly. It was reported that the shipping wedge was broken. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the sulu channel rather than away from the channel, or if the loading unit is clamped prior to removal of the yellow shipping wedge. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The evaluation detected an unreported condition: of egia sulu/reload knife blade damaged that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.